Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 39 mg/dl on (B)(6) 2016. The patient treated with food and glucose tablets. During troubleshooting the insulin pump programming was accurate. There were no anomalies with the insulin pump. The insulin pump was not returned for analysis.